Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited variable capture thresholds. Programming changes were made. The lead was functioning and the physician discussed considering replacement at time of routine generator change. The patient was stable and was to be monitored.